Event description:
Poor pattern of stimulation of the implanted spinal cord stimulator and severe pain at the site of the implant. The pt underwent the removal of the implant: corrosion of the receiver was noted.